Event description:
It was reported that the subject device had optics that were defective, it was blind (had no image). The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the r-unit (charged coupled device) is broken, the video cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. The most probable cause of the identified failures is cause traced to component failure. Additionally identified failures causes: the fiber bonding in the outer tube area (distal end) is damaged: the most probable cause could not be established. The r-unit is broken and therefore the insertion pipe does not rotate smoothly: the most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had optics that were defective. It was blind (had no image). The issue was found, during an unspecified procedure. There were no reports of patient harm.